Event description:
An alarm was reported by the caller, specifically alarm 2 followed by alarm 26, indicating an occlusion issue with the insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read ¿high¿ on the cgm. The customer was instructed by technical support to perform various troubleshooting steps, including disconnecting tubing and delivering a bolus. Despite efforts, the occlusion alarm recurred, and it was discovered that the cartridge had visible cracks and was leaking. The occlusion was identified as a blockage in the cartridge, prompting the customer to change supplies and resume insulin therapy. A new cartridge was loaded successfully, resolving the issue without further leakage noticed.